Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they first tested positive with another brand's rapid antigen assay, then negative with quickvue otc, and then positive again with the other brand's assay.